Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt stimulation in the pocket near the device and it felt like "microshocks". The patient later on was checked by the physician and did not have any more symptoms. The device was functioning within normal limits. The device remains in use. No patient complications have been reported as a result of this event.